Event description:
It was reported that during a myosure procedure for uterine tissue removal on (B)(6) 2015, the physician noted "metal shavings" inside the patient's uterus. The foreign material was removed and the procedure was completed with a second disposable device. The patient was discharged home with no adverse consequences.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product(s): serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Mfg date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).